Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, pco2 value failures occurred several times. The product was not changed out. There was no harm to pt. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).